Event description:
It was reported that post paced t-wave oversensing was observed. Recommended changes resolved the oversensing, but when induction testing was performed and appropriate therapy was delivered, excessive post therapy noise was seen on the ventricular channel and inappropriate therapy was delivered. The sense/pace portion of the lead was capped and replaced. The defib portion remains implanted and functioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.